Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter half way through setting the white hub of the 90 degrees subselect came off. The catheter was cut in half and split the rest of the way using a scissors. It was noted that the lead was not dislodged during the cutting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The hub of the catheter separated during slitting. The mechanical operation of the catheter shaft was kinked/buckled. The shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter pee ling/slitting/splitting showed a spiral slit. There was an issue with the hub of the catheter. The hub of the catheter was damaged. The analyst noted the delivery catheter was returned in three segments, the slitter was not returned. Slitting started on the centerline of the delivery catheter hub to the end of the hub. The shaft of the delivery catheter had separated from the hub of the delivery catheter. There was shaft material left behind the shaft after the shaft was pulled from the hub of the delivery catheter. The shaft of the delivery catheter was spiral cut. The shaft of the delivery catheter was kink/buckled at 43.5 cm. The shaft of the delivery catheter was cut at 43.5 cm. Slitting of the shaft had terminated and restarted at 56.3 cm and terminated again at 57.5 cm. The shaft of the delivery catheter was cut by a scissors starting at 57.5 cm at the distal end of the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.